Event description:
Hickman lumen burst above y-site of lumen's where the lumen comes out of the chlorhexidine gel pad dressing while rn was attempting to flush hickman. Hickman was immediately clamped between the hole in the lumens and the patient.